Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 76 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. Customer's parent stated that sensor was inserted and gave then a low blood sugar reading and several hours later they got the sensor glucose value not available alert. During the troubleshooting on the sensor glucose value not available alert, it was noted that the sensor cannula was bent. Troubleshooting on sensor bent cannula was performed and completed. Advised customer's parent to make sure that sensor is fully inserted into customer's skin and to select insertion site that is free from scarred or hardened tissue. No troubleshooting was performed on sensor glucose versus blood glucose event. The customer's parent was advised that sensor is being replaced. The sensor will be returned for analysis.